Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the device had rubbing, loose components and an oil leak. It was determined that the device was most likely rubbing because of damaged bearings in the top end. It was determined that the components were loose because of loctite deterioration. It was determined that the loose components caused the oil leak. It was observed that the device showed signs of damage that is caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was discovered that the device had an oil leak, rubbing and loose components. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.